Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported an arteriotomy closure of a calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath hole prior to an endovascular treatment of abdominal aortic aneurysms (evar). Reportedly, a cuff miss occurred with all three devices. A cut down was performed, and the sheath was upsized to greater than 8.5f sheath and the evar was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.